Event description:
The customer reported after a therapeutic procedure for contrasting of the dhc (ductus hepatocholedochus) after stent removal in previous ögd (esophago-gastro-duodenoscopy), the lever was reported to be defective. A piece of the patient's mucosal tissue and small white plastic ball stuck on the device. According to the images provided, the mucosal tissue is estimated to be approximately 16mm in length and 3mm in width. According to the images provided, the distal cover is cracked on the top. Attempts to retrieve additional information are in progress. This event includes 2 reports: (B)(6)- tjf-q190v; (B)(6)- maj-2315. This is report 2 of 2 for (B)(6) - maj-2315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to correct the type of reportable event from serious injury to malfunction, and to provide additional information based on the legal manufacturer¿s investigation. According to the risk analysis conducted by the legal manufacturer, such case is considered as an adverse event if surgery or emergency additional treatment was performed. However, for this subject case, the surgery was not performed as additional treatment. In addition, the endoscopic urgent additional treatment by the reinsertion of the endoscope was not performed; therefore, this case was determined to be a reportable device malfunction. The legal manufacturer conducted a replication test using a test scope with a distal end cover attached and pig organ. Removal of the test scope from the pig¿s organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. DHR has not been confirmed because lot is unknown, but there was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. The legal manufacturer tested a new distal end cover from their stock and verified that it conforms to the product specification. Therefore, it is unlikely that the report issue was caused by manufacturing defect. A review of the complaint database revealed one similar case from the same user facility, see complaint identifier number (B)(6). The distal end cover involved in the reported event was not returned and was not available for olympus¿ evaluation; therefore, it is unknown if the device meets standard specification. It unknown if the device was used for treatment or diagnosis, as the information was not provided by the user facility. Although, it was further reported that there are no reports of additional treatment, and it was reported that the intended procedure has been completed and no reported problem with the patient. Cause analysis: based upon the corrective action and preventive action (CAPA) by olympus, this phenomenon was attributed to the following mechanism. Procedure is started without noticing cracks in the distal end cover during pre-use inspection. By performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. Procedure is started without noticing cracks in the distal end cover during pre-use inspection. Although no suction operation is performed, the mucous membrane enters between the distal end cover and the elevator due to the strong contact between the distal end and the mucous membrane. The endoscope is removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end is in strong contact with the mucous membrane). The mucous membrane that has entered at the cracked part of the distal end cover is excised, and a piece of mucous membrane remains in the distal end cover. By performing the suction operation with the distal end in close contact with the mucous membrane, the mucous membrane enters between the distal end cover and the elevator. The endoscope was removed with the mucous membrane inserted between the distal end cover and the elevator (the distal end was adsorbed on the mucous membrane). The mucous membrane that has entered at the edge of the distal end cover (around the u-shaped slit) is excised, and a piece of mucosa remains in the distal end cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. Root cause 1: compared to conventional products, there is a space for mucous membrane to enter between the elevator and the distal end cover. Root cause 2: compared to conventional products, the distal end cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. Root cause 3: start the inspection without confirming that the distal end cover is properly attached during the pre-use inspection (start the inspection with the distal end cover cracked). Root cause 4: removing the endoscope with the distal end adsorbed on the mucous membrane by suction operation. Patterns (1) to (3) shown in the mechanism of occurrence occur when a combination of several root causes is aligned. Pattern (1): when the combination of root causes 1 to 4 is aligned. Pattern (2): when the combination of root causes 1 to 3 is aligned. Pattern (3): when the combination of root causes 1, 2 and 4 is aligned. In addition, the distal end cover may crack due to incorrect attachment on the scope. The legal manufacturer issued a quality information letter to customers to provide the important notices on how to attach the distal end over to the scope and how to remove the scope from the patient. The customer further reported that the users were trained again regarding this matter.

Manufacturer narrative:
This supplemental report is being submitted to correct b1. The event is adverse event and reportable malfunction. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.